Event description:
It was reported that a malfunction alarm occurred, identified by the code malf 0. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer did not experience the same malfunction after resetting the pump with guidance from technical support and was advised to call back if the issue reoccurred, which the customer acknowledged.